Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('right essure appearing to have perforated the wall, with distal extremity situated in the periuterine adipose tissue') in a (B)(6) female patient who had essure (batch no. C38213) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), abdominal pain ("colic"), allergy to metals ("very intense positive reaction to chromium and nickel"), headache ("headaches"), cardiovascular disorder ("cardiovascular problem"), myalgia ("frequent muscle pains"), lacrimal disorder ("lachrymation problems"), depression ("depression"), fatigue ("severe fatigue"), disturbance in attention ("concentration problems") and respiratory disorder ("respiratory problems") and was found to have weight increased ("weight gain"). At the time of the report, the fallopian tube perforation, abdominal pain and allergy to metals had not resolved and the headache, cardiovascular disorder, myalgia, lacrimal disorder, depression, fatigue, disturbance in attention, weight increased and respiratory disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, cardiovascular disorder, depression, disturbance in attention, fallopian tube perforation, fatigue, headache, lacrimal disorder, myalgia, respiratory disorder and weight increased to be related to essure. The reporter commented: she is living with pains and is demoralized; she made an appointment with an obstetrician/gynecologist hoping he would know the protocol for removal of essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Allergy test - on an unknown date: very intense positive reaction to chromium and nickel. Investigation - on an unknown date: pulmonologist and gastroenterologist consulted (no results provided). Magnetic resonance imaging - on (B)(6) 2022: left essure implant is in the middle third of the left tube. Right essure stent at the level of the right tube emergence, appearing to have perforated the wall, with the distal extremity situated in the periuterine adipose tissue. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 02-mar-2022. The most recent information was received on 10-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('right essure appearing to have perforated the wall, with distal extremity situated in the periuterine adipose tissue') in a 54-year-old female patient who had essure (batch no. C38213) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), abdominal pain ("colic"), allergy to metals ("very intense positive reaction to chromium and nickel"), headache ("headaches"), cardiovascular disorder ("cardiovascular problem"), myalgia ("frequent muscle pains"), lacrimal disorder ("lachrymation problems"), depression ("depression"), fatigue ("severe fatigue"), disturbance in attention ("concentration problems") and respiratory disorder ("respiratory problems") and was found to have weight increased ("weight gain"). At the time of the report, the fallopian tube perforation, abdominal pain and allergy to metals had not resolved and the headache, cardiovascular disorder, myalgia, lacrimal disorder, depression, fatigue, disturbance in attention, weight increased and respiratory disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, cardiovascular disorder, depression, disturbance in attention, fallopian tube perforation, fatigue, headache, lacrimal disorder, myalgia, respiratory disorder and weight increased to be related to essure. The reporter commented: she is living with pains and is demoralized; she made an appointment with an obstetrician/gynecologist hoping he would know the protocol for removal of essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 102 kgs. Allergy test - on an unknown date: very intense positive reaction to chromium and nickel. Investigation - on an unknown date: pulmonologist and gastroenterologist consulted (no results provided). Magnetic resonance imaging - on (B)(6) 2022: left essure implant is in the middle third of the left tube. Right essure stent at the level of the right tube emergence, appearing to have perforated the wall, with the distal extremity situated in the periuterine adipose tissue. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-mar-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.